Manufacturer narrative:
(B)(4). On 01/31/25, evaluation tech: (B)(4). E1z probe, inner module, hp shorted. Corroded contact pins on the jet-mate handpiece. Debris buildup in the water solenoid, water supply hose quick disconnect leaking water, debris buildup in the water filter. Will replace damaged/worn components and recalibrate unit to factory specs upon estimate approval. No foot pedal, power cord received for evaluation. DHR review is not required because the product was returned for evaluation and the described failure mode is a known hazard.

Event description:
While the customer was using a cavitron plus g136, they allege that handpiece and insert are getting hot. No injury was reported from the alleged event.

Manufacturer narrative:
Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.